Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation with fluid in the bladder. During visual inspection of the device, the luer cap was opened and there was no evidence of fluid flowing out of the distal luer. A force prime was attempted, but flow was still not observed. Further examination of the tubing line was performed for evidence of blockage inside the tubing; no evidence of blockage was found inside the tubing. When the tubing line was cut, fluid was observed flowing out of the cut tubing line. Inspection on the solvent-bonded area between the tubing and the distal luer lock showed evidence of excess solvent which blocked the fluid from flowing out of the distal luer. The reported condition was verified. The cause of the condition was related to a manufacturing assembly issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate did not infuse; the medication was not flowing at all. This issue was identified during patient use. The device was filled with tigecycline 50mg in 100ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.